Manufacturer narrative:
Clarification to b3 - date of event: date was reported as "end of 2024." The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture, baker grade iii.

Event description:
Patient reported right side pain, and rupture. Healthcare professional additionally reported rupture, seroma, cyst, and capsular contracture, baker grade iii. Device remains implanted.